Event description:
Customer called to report observing a blue leak around the probe wipe assembly of the coulter lh750 hematology analyzer. Customer also reported that the instrument generated "no diff" results (incomplete computations). The field service engineer (fse) inspected the instrument and found that the tubing for the waste of the rinse cup was disconnected from the qd (quick disconnect). The fse reconnected the tubing and verified the repairs per the established procedures. The fse could not duplicate a "no diff" error message. The fse also stated that these messages would have been completely unrelated to the leak. The root cause of the leak is that the waste tubing for the probe wipe rinse cup was disconnected. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).